Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and there were several egms that were unable to be read. There were also episodes of asystole due to undersensing. The device software was reloaded and the device was reprogrammed. There were no adverse consequences to the patient.